Manufacturer narrative:
The insulin pump alarmed for a motor error due to a corroded motor home switch. The displacement test could not be performed due to the alarm. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a broken reservoir tube lip and a missing reservoir tube seal.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer had a MRI a couple of weeks ago but did not have the insulin pump on. The insulin pump's reservoir compartment was damaged. Customer's blood glucose level 217 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.